Event description:
The reporter stated that the accu-chek comfort curve strip expiration data is 07/30/2008. The electronic inventory system expiration date for the strips is 04/30/2008. Batch record verification also confirmed the expiration date as 04/30/2008. No reported actions taken. No adverse event reported. New strips sent and returned requested.